Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 10. It was reported that while testing with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was done, and the result was negative. There was no report of patient impact. Assays used: vibrio. The following information was provided by the initial reporter: customer reports several vibrio fps. Went over customer's workflow and they are performing steps according to pi. Customer did state they have not performed an em and cleaning of the instrument in some time. Advised customer I would send over the guidelines on how to decontaminate and perform em run as part of the troubleshooting steps. Which assay experienced discrepant results: vibrio. Samples affected: patient, survey. Sample collection media type: carey blair, parapak enteric plus 15 ml, sterile cup external controls: microbiologics extended enteric bacterial verification panel-add pellet to buffer tube and vortex (positive) 0.9 % saline (negative) run numbers/sample positions: see attached. Confirmation testing: wv state laboratory. Final results: positive unless repeated then negative. - customer confirms no issues with external controls. Only patient samples are affected.

Manufacturer narrative:
H6 investigation summary: a failure of a health check request was reported on a max instrument (p/n 441916, s/n (B)(6)) after abnormal plots and false positives were reported. The customer requested a health check for the instrument in response to a related complaint (servicemax case (B)(6)). Bd field service engineering was dispatched to perform the health check. The fse performed software upgrades and performance testing and determined that no major adjustments were needed. However, the bd fse performed normalization on both readers and adjusted the magnet gap. The instrument was returned to the customer in working order, passing all diagnostics. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct1564 was reviewed and revealed no previous complaints related to health check. The root cause was not applicable for this health check. However, normalization was run, and magnets adjusted during the check. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
Report 1 of 10. It was reported that while testing with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. Confirmatory testing was done, and the result was negative. There was no report of patient impact. Assays used: vibrio. The following information was provided by the initial reporter: customer reports several vibrio fps. Went over customer's workflow and they are performing steps according to pi. Customer did state they have not performed an em and cleaning of the instrument in some time. Advised customer I would send over the guidelines on how to decontaminate and perform em run as part of the troubleshooting steps. Which assay experienced discrepant results: vibrio. Samples affected: patient, survey. Sample collection media type: carey blair, parapak enteric plus 15 ml, sterile cup. External controls: microbiologics extended enteric bacterial verification panel-add pellet to buffer tube and vortex (positive) 0.9 % saline (negative). Run numbers/sample positions: confirmation testing: wv state laboratory. Final results: positive unless repeated then negative. - customer confirms no issues with external controls. Only patient samples are affected.